Event description:
A purchasing professional requested a new footswitch and footswitch cable due to the footswitch operating intermittently and at times not being recognized by the system during surgical procedures. They switched out both the cable and footswitch to troubleshoot so they are unsure which was causing the problem. This has gone on for a few weeks in the month of (B)(6). All cases were completed with no patient impact. There have been no additional occurrences since the cable and footswitch were replaced.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a new footswitch. The footswitch was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 29, 2005. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on july 14, 2010. Based on qa assessment, the product met specifications at the time of release. The returned footswitch was connected to a calibrated system hotbed in attempt to recreate the reported event. The sample was then tested and found to meet specifications. The root cause cannot be determined conclusively. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).